Manufacturer narrative:
The device is expected to be returned for analysis; however, it has not yet been received. Upon return of the product a supplemental report will be submitted with the evaluation findings. The device service history record review has not been completed. Once the results are available, a supplemental report will be submitted with the findings.

Event description:
It was reported that during patient monitoring with the vigilance ii monitor that there was inaccurate sv02 data that displayed. The inaccurate sv02 data was not provided and is unknown. Several attempts were made to the facility to obtain details and there is no additional information available. There was no inappropriate patient treatment administered. There was no patient harm or injury. There is no patient demographic information available.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
One vigilance ii monitor was returned for product evaluation. The suspect unit was tested per the final acceptance test unit (fatu) and it passed the test without any issues noted. A patient simulator was connected to the unit and it was left to run for an hour. The sv02 readings remained steady at 82 without any issues noted. There were no inaccurate readings identified. The device service history record review was completed and all manufacturing inspections passed with no non-conformances. The reported issue of incorrect sv02 values was not confirmed. There is no evidence or indication that a manufacturing defect is responsible for the issues; therefore no corrective action was taken. No further actions will be taken at this time. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make treatment decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. In this case it is unknown if user or procedural factors played a part in this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.